Event description:
Procedure: thoracic. According to the reporter: while firing to approximately a 45mm distance, the surgeon experienced strong resistance against his firing. Then an abnormal sound was heard from the device "while the wheel was overrode." Then the surgeon thought the sulu was completely fired, so he returned the black knob of the applier to release the jaws. The bronchus tissue at the distal end of the staple end didn't have proper b-shape staples and bleeding occurred. The surgeon continued to cut the bronchus by using another roticulator 45-4.8 sulu, and controlled the bleeding by hand-sewn suturing. The operative time was delayed approx 30 minutes.